Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the wrinkles of the bending section cover (the outer diameter of the curved portion is increased) may have occurred due to the same cause of other breakages, but whether the wrinkles are due to stress, handling and or other factors that could not be judged. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. 5 holding the control section with one hand,carefully run your other hand back and forth over the entire length of the insertion section.confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 6 using both hands, bend the insertion tube of the endoscope into a semicircle. Then, moving your hands as shown by the arrows in figure 3.4, confirm that the entire insertion tube can be smoothly bent to form a semicircle and that the insertion tube is pliable. 7 gently hold the vicinity of the distal end and a point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose. 9 inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, severe swelling of the bending rubber cover was identified, no metal part were protruding, but this was causing a large air leak. Damage marks were also noted on the universal cord and scratches were on the connecting tube coating. The protective sheath was notched as well. Additionally, the biopsy channel was inspected and revealed several significant deformations and shavings mainly located in the bending section zone. The instrument was partially disassembled, and neither humidity nor corrosion were noted inside the scope. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus cysto-nephro videoscope because of a cut noted in the bending rubber of the device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the bending rubber had a large wrinkle and increased outside diameter. This report is being submitted to capture the large wrinkle and increased outside diameter of the bending section.